Manufacturer narrative:
(B)(4). The device was analyzed at the user facility. The device was noted to be in good visual condition and with a blue reload loaded on the device. The device had the closing trigger and the firing trigger in the home or open position. The reload was noted to be unfired. The one piece driver was in the home position (unfired position) which makes the device unlock and safe to use (the locking mechanism of the device would lock the device if there is no cartridge reload loaded on the device or the reload is fired). The cartridge reload was removed from the device and confirmation of an unfired cartridge was determined as it was fully loaded with staples. That is all the staple pockets in the cartridge had the staples present. The device was loaded with a test reload and review for a proper closing functionality of the device. In addition the device closing mechanism was tested with the reload that was used during the surgery. The closing mechanism works as intended with both cartridge reloads. The device was tested for functionality with a test reload and the device closed and fired forming all staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. The reported event could not be recreated. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time. The following questions were asked during the call: were any staples seen in situ or in the surgical field? No. She stated that the surgeon said there were no staples. Did the surgeon advised why he was using this device on the pulmonary vein as it is not a vascular stapler? She stated that he did not comment on device selection. Did the surgeon use proximal and distal control? She stated this was not discussed during the conversation. Two attempts have been made to speak with surgeon, no contact made.

Event description:
The customer reports that the device was used during thoracotomy on a stab wound patient for the repair of the pulmonary vein. The device performed well in an earlier part of the procedure. The device was reloaded to use a second time. It appeared to have fired fine. However, when removed the cartridge discharged, fell out of its seating and none of the staples had deployed. There was profuse bleeding. The patient arrested, they were unable to control the bleeding and as a result the patient expired. In a conversation with the risk manager on (B)(6) 2012, she stated that she had a conversation with the surgeon on (B)(6) 2013. During that conversation she said the surgeon had implied that if the device was not loaded properly that there is a normally a "sputter". He stated that when he fired the device he did not get the indication that the device was not properly loaded. It was after the firing that he noticed the device had not stapled and the cartridge fell.